Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. Reportedly, the customer was able to charge the pump to 50% before disconnecting from a power source. The pump battery gauge then jumped to 100% approximately an hour later while not connected to a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.